Event description:
It was reported that during use in a shoulder arthroscopy, the tip of the "healicoil knotless" anchor broke. The insertion site was cleared from all debris prior the insertion of the anchor. All the broken pieces were removed with tweezers. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device in the same bone hole. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material found there are requirements for conformance and a certificate of material analysis is required per e-mail communication, all the broken anchor pieces were removed from the patient. The procedure was completed using a back-up device. It was also noted that ¿the operation was successful, the patient feels well. He is undergoing rehabilitation and has returned to work.¿ no patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.